Event description:
It was reported that patient presented with low pacing impedance and over-sensing of noise noted on the patient's right ventricular lead. An insulation breach was suspected. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.